Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficult clip deployment, which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve and the deployment steps were performed per the instructions for use (IFU). During deployment, the clip did not initially release from the cds. There was no tension on the system. The clip was in a wedged position and was stuck. Troubleshooting was performed for 2-4 minutes, and the clip released from the cds. One clip was implanted, reducing the mr to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds)was returned and investigated. The reported difficult to deploy clip and device operates differently than expected (clip wedged position) could not be replicated in a testing environment as the coupler was unable to be exposed distally from the delivery catheter (dc) shaft. Additionally, the clip was not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip could not be determined. The reported device operates differently than expected was determined to be due to the difficult deployment and troubleshooting maneuvers performed to deploy the clip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.